Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited speed fluctuations not consistent with the lavare cycle from the mid 2100 rpms to the mid 2300 revolutions per minute. It was also reported that the patient was hypertensive into the 150s after a concurrent medication change and that the speed fluctuations did not occur the blood pressure was controlled. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Review of the controller log files associated with (B)(6) revealed that the lavare cycle was active at the time of the reported event. When active, the lavare cycle decreases the pump speed below the set speed for 2 seconds, then increases the pump speed above the set speed for 1 second before returning to the original set speed for 60 seconds. Review of the data log file associated with (B)(6) revealed instances where the speed was fluctuating at a value that is consistent with the lavare cycle fluctuations. Log file analysis associated with (B)(6) also revealed motor start events recorded on (B)(6) 2020 at 00:42:57, on (B)(6) 2020 at 12:08:53, on (B)(6) 2020 at 16:41:16, and on (B)(6) 2020 at 11:39:52 in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed motor start events recorded on (B)(6) 2020 at 18:30:22, on (B)(6) 2020 at 12:49:57, on (B)(6) 2020 at 19:55:25 and at 20:00:05, on (B)(6) 2020 at 15:32:47, on (B)(6) 2020 at 23:13:39, on (B)(6) 2020 at 18:06:32, on (B)(6) 2020 at 22:15:26 and on (B)(6) 2020 at 03:48:52 in which the motor start parameters were atypical. As a result, the finding was confirmed. Information received from the site indicated that, in addition to the speed fluctuations ev ent, the patient was hypertensive into the 150s after a concurrent medication change. Based on the available information, the device may have caused or contributed to the reported event. As a result, the reported "speed fluctuations not consistent with the lavare cycle" could not be confirmed; however, it is likely the observed lavare cycle fluctuations were perceived as the reported event. The most likely root cause for the reported speed variations event can be attributed to the use of the lavare cycle. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
UDI related data quality updates only. Corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed a motor start event with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and also for additional event details. Product event summary: (B)(6) was not returned for evaluation. Review of the controller log files revealed that the lavare cycle was active at the time of the reported event. When active, the lavare cycle decreases the pump speed below the set speed for 2 seconds, then increases the pump speed above the set speed for 1 second before returning to the original set speed for 60 seconds. Review of the data log file revealed instances where the speed was fluctuating at a value that is consistent with the lavare cycle fluctuations. Information received from the site indicated that, in addition to the speed fluctuations event, the patient was hypertensive into the 150s after a concurrent medication change. Based on the available information, the device may have caused or contributed to the reported event. As a result, the reported "speed fluctuations not consistent with the lavare cycle" could not be confirmed; however, it is likely the observed lavare cycle fluctuations were perceived as the reported event. The most likely root cause for the reported speed variations event can be attributed to the use of the lavare cycle. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.